Manufacturer narrative:
(B)(4). A patient disconnected from the set-up without following proper disconnect procedure, which is known to cause this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain three of five of peritoneal dialysis therapy. The patient stated that they disconnected from the set-up mid-therapy and forgot to press ¿stop¿. The patient told the technical service representative that they were aware of the mistake they made. The patient was advised to cycle the power on the machine in order to clear the alarm. Proper procedures were discussed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.